Event description:
It was reported that during testing at the user facility, the cordless driver 3 was overheating. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The reported event was duplicated. Upon disassembly for visual inspection, the manufacturer service technician confirmed the motor windings were damaged.